Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged. The suspected cause of the rv dislodgement was patient movements. The rv lead was explanted and replaced to resolve the event. The patient was stable.